Event description:
The customer reported while pts were being monitored on the panorama central station with ambulatory telepacks, the central station had lost communication. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included replacement of the power supply and reprogramming of the wireless card. The system was tested to factory's specifications. It functioned normally and was returned to use.